Event description:
It was reported that the device would not light sensor or read with masimo equipment. When an old cable with sensor was retrieved there were no issues. A new masimo lnop cable and new masimo dc1 sensor were also tried and these would not light either. The customer reported that this equipment was needed on a patient who was not doing well and this caused a delay in giving care due to having to go and find other equipment. There is no known impact or consequence to the patient.

Manufacturer narrative:
Field was unintentionally left blank. 'Malfunction' should have selected.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the cable failed continuity tests. The cable contact pin (inner shield) inside the masimo connector (female connector) is not high enough; preventing the cable contact pin from fully engaging with the sensor contact trace (male connector). As a result, there is an open connection on the inner shield between the cable contact pin and the sensor contact trace.